Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician and was questioned. The same sample and a new sample from the same patient were processed on the same date and same instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
MDR 2517506-2019-00201 was filed on 10-may-2019. Additional information (16-may-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Instrument and data files have been analyzed. All internal instrument readings for the instrument loci detection and instrument sample handling were within specifications. No product non-conformance was identified. The system is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.